Event description:
It was reported that the patient's communicator got wet when nurses were doing dressing changes last night. It was reported nurses moved the foley bag and it popped open and they didn't realize it, and the communicator got wet and now it won't charge. The caller mentioned usually when they try to charge the communicator a red light came on, and it was blue which they had never seen before. A request was sent to the repair department to replace the communicator.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot # serial# (B)(6); implanted: explanted: product type accessory product ID tm90t0 lot # serial# (B)(6); implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 29-jul-2025, UDI#:(B)(4). H3. Analysis of the tm90t0 communicator found the micro usb charge port was loose, the device did not power on after 1.5hrs, and there was corrosion near the power button. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.